Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient inserted a sensor and felt dizziness after 2 hours. He checked his blood pressure and it was 193 mmhg over 115mmhg. The bleeding started where the sensor was inserted and reached the outside parameter of sensor. The bleeding didn´t stop, so he called ambulance and they put a tourniquet and pressure to stop the bleeding. The patient didn¿t removed the sensor at that point as he was worried that it may cause more bleeding. The bleeding lasted for 6 hours. At the hospital they stopped the bleeding by burning it with a pen (cauterisation) no other medication provided and no home medication was prescribed. He was discharged on the same day. At the time of the report the patient was in good condition. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).